Manufacturer narrative:
Subject: qv otc customer performed test on self which caused a bloody nose and wanted to know if that would affect results: tss advised that studies showed a blood volume 15% or below should not interfere with results and to follow up with their hcp. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Qv otc customer performed test on self which caused a bloody nose and wanted to know if that would affect results: tss advised that studies showed a blood volume 15% or below should not interfere with results and to follow up with their hcp.